Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form reporting a replacement surgery. The reason for replacement was reported to be that the pump was "old". Additional follow up was performed with the reporter. The reporter later stated that the patient had an increase in pain and experienced a volume discrepancy at one of their refill appointments. As a result of this volume discrepancy, a catheter dye study was performed. During the catheter dye study, the physician was unable to aspirate from the patient's catheter, so the physician scheduled an entire system replacement. The system was replaced and was discarded after surgery.